Event description:
A malfunction was reported on the pump, and no notable events occurred before the issue. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl. The technical support team took action by completing the field correction form on behalf of the customer, replacing the pump, and providing instructions for returning the faulty pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.